Event description:
It was reported that an asymptomatic patient presented in-clinic in backup vvi. A firmware upgrade was attempted without success. During the attempts, there were no sources of electromagnetic interference. The original firmware was installed and the normal function resumed.